Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd driver pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied the ccd driver pcb. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the insertion flexible tube buckled, the light guide cable buckled, the lcb distal cover glass cracked, the angle wire play, the ccd module with drive pcb laser filter lifting, the ccd drive pcb corroded, the electrical pin connector corroded, the objective lens scratched, the air/water nozzle dirty, the lg prong top loose, and the root brace rubber (insertion flexible tube) discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).